Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment. The dislodgment was confirmed via x-ray imaging. A new lead was successfully implanted. No additional adverse patient effects were reported.